Event description:
Procedure type: hernia. According to the reporter: shreds of trocar fell in the abdomen. Opened up a new trocar. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. The shavings fell into the cavity and were retrieved without extending the incision size. Patient status is fine. No patient injury was reported.

Manufacturer narrative:
(B)(4).